Manufacturer narrative:
The user started receiving glucose suspend alert on (B)(6) 2024, day 14 after insertion. In-house testing of sensor did not reveal any malfunction. A review of the raw sensor data showed depressed signal and reference channels since implant. A review of the raw sensor data showed that glucose suspend was triggered when all 4 blue norm channels dropped below the 0.59 threshold. The potential root cause for this may be related to an issue with the in vivo state of the sensor hydrogel, such as the hydrogel interface being interfered with coagulated blood at the insertion site from the implant procedure. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 12 may 2025 d9 device available for evaluation? Yes, device received on 17 feb 2025. G3. Date received by the manufacturer? 12 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 3005 h6. Type of investigation updated to 10 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 dec. 2024,senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2024.